Event description:
It was initially reported by an employee at the hospital that the patient had generator replacement. Further information revealed that the patient's generator had extruded. The generator was explanted due to the exposure and was not done to prevent a serious injury. The patient had been hit with a chair that resulted in the generator being exposed. There was no infection. The lead was not damaged and only the generator was replaced. Follow-up with the neurologist confirmed that the extrusion of the generator was a direct cause of the trauma inflicted by the patient being hit by a chair and there was no additional issues. Patient is doing well with the new generator and there are no issues. The generator was returned to the manufacturer. Product analysis was performed. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.